Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon has been stuck inside of me [foreign body in reproductive tract]. The string has broken off - tampon [device breakage]. Case description: consumer reported via email that the string broke off and the tampon became stuck inside of her. No serious injury was reported.